Event description:
Procedure type: inguinal hernia repair. According to the reporter: after the balloon was inserted, inflated it popped. No tissue damage. New balloon dissector was opened. No pt injury was reported.

Manufacturer narrative:
(B)(4)